Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient presented to the emergency department with a laceration in the jejunostomy catheter. The patient had been managing this tube at home, and the day before the tube was assessed to be intact.

Event description:
It was reported that the patient presented to the emergency department with a laceration in the jejunostomy catheter. The patient had been managing this tube at home, and the day before the tube was assessed to be intact.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: sterile: unless package has been opened or damaged. Single use only. Do not reuse. Do not resterilize. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Note: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. The bard baker jejunostomy catheter with control vent is a biluminal plastic catheter size 16 fr. By 108 long or 12 fr. By 72 long. It has two opposing suction eyes, a 15cc (on 16 fr. Size) or 5cc (on 12 fr. Size) latex balloon and inflation lumen complete with valve. The control vent permits fingertip-controlled interruption of suction. Caution: test balloons for air leaks and proper inflation before using a tube. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.